Event description:
It was reported that the battery was a possible "cold battery" although the device has been inside for weeks. There was concern that the battery voltage was too low by the mdt representative. The device will be returned and was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.